Event description:
It was reported with this implantable lead was fractured. At this time, evidence suggests the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).